Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a pt for endovascular treatment of a 6.5 cm abdominal aortic aneurysm. The diameter of the proximal non-aneurysmal aortic neck was 20mm and the aneursym length was 90 mm. The pt had moderate tortuosity and moderate calcification in the iliac arteries. It was reported that a 24 french dilator used in the case dissected the left external iliac artery. The pt was surgically converted and a conventional graft was sewn in. No additional clinical sequelae were reported, and the pt is reported to be fine.